Event description:
Boston scientific received information that the patient implanted with this pacemaker had a syncopal episode at work while standing up. It was noted that pacing thresholds were good and the patient only paced in the ventricle 4% of the time. Boston scientific technical services (ts) suggested a magnet activated electrogram (egm) and to review the sensor settings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was functioning normally and was non-contributory to the patient's syncope event. It was noted that the patient would l follow-up with an echocardiogram to evaluate mitral regurgitation and possibly an electro physiology study.